Manufacturer narrative:
Date of event: the exact date of the event is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed there was a break along the fiber body. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits moderate char on surface. The fiber is broken within the outer flow tubing 3.0mm from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed. No melting was observed at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks. Excessive bending occurred during use of product. An evaluation conclusion code of unintended use error caused or contributed to event of the device was assigned to this investigation.

Event description:
It was reported during a photoselective vaporization of the prostate (pvp) procedure the fiber broke after 3 minutes from the start of the procedure. The procedure was completed with another fiber and there were no clinical consequences to the patient.

Manufacturer narrative:
Date of event: the exact date of the event is unknown.

Event description:
It was reported during a photo selective vaporization of the prostate (pvp) procedure the fiber broke after 3 minutes from the start of the procedure. The procedure was completed with another fiber and there were no clinical consequences to the patient.